Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 400 mg/dl and customer used insulin injections to address bg. Pump system check with tandem technical support found an occlusion alarm had occurred. Reportedly, customer changed the infusion set and resumed insulin delivery.